Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that an ambulance service was called to attend a patient who suffered dyspnea. The ambulance measured spo2 >80 and pr >60 with a rad-57. The patient did not have visible symptoms of a low spo2. The patient seemed to be experiencing anxiety rather than having lung problems. They monitored the patient with a corpuls3 monitor with masimo set and this monitored displayed values of spo2 >95% and ECG pr >100 and spo2 pr >80. The patient was administered with high concentration of o2 with an oxygen mask and the spo2 on the corpuls3 monitor went up while the rad-57 spo2 stayed >80%. Auscultation was always normal and there were no signs of any acute lung problem. The patient was discharged on site after aerosol treatment. The patient was hyperventilating due to anxiety and the message of low siq signal was flashing as well as spo2 only mode was showing on the corpuls3. The perfusion index was below 0.5% most of the time. The final diagnosis for the patient was anxiety crisis.